Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing low glucose alarms due to an application incompatibility. Per the compatibility guide, the reported configuration of xiaomi redmi note 14 pro 5g is not compatible with the customer's reported application. This guide is available to the user on the websites where the product is launched. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with xiaomi redmi note 14 pro 5g phone with android operating system version 2.12.011314. Due to the reported issue, the customer did not receive low glucose alarms and the customer was unaware of changes in glucose levels. The customer experienced loss of consciousness and convulsions and was provided unspecified treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.